Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure when attempting to implant this right atrial (ra) lead, it was not possible to extend the helix after thirty turns. Ten more rotations were used and the helix extended a little bit. The physician felt like the lead conductor was twisted and snapped. The physician suspected a lead fracture. The lead was removed and it was possible to extend the helix. A new lead was then used. This lead will be returned. No adverse patient effects were reported.